Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with the pump having intermittent power. The reporter also stated that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked at the threads and contained evidence of moisture ingress. There was no damage to the returned battery cap or cartridge cap. The returned caps were able to attach to the pump. The pump had no audible or vibratory features and the display screen remained blank when the pump was attempted to be powered on. A test battery cap was also unable to power up the pump. A leak test reveled the battery compartment leak. The pump history and black box data could not be downloaded due to the pump not being able to power on and moisture in the battery compartment. There was no evidence of internal moisture observed on the printed circuit board or internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.